Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not turn on, system failure after operations check. There was no reported patient involvement.